Event description:
As reported by the end user, while preparing for a procedure, the staff noticed air entering the fluid management system via the check valve of the closed fluid system. As the air was noticed during prep and prior to injection, no air was injected and there was no harm to the patient. The defective device was replaced with another new of the same device and the case was completed without further complications.

Manufacturer narrative:
Although it has been indicated that the used device will be returned for evaluation, it has not yet been received. The device analysis will be included in our investigation and the results of the investigation provided in a follow-up medwatch. (B) (4).